Manufacturer narrative:
(B)(4).

Event description:
It was reported when the patient presented to the clinic, review of a session record indicated pacemaker mediated tachycardia episodes. There was a new setup completed and pacemaker mediated tachycardia could not be reproduced. This left the atrioventricular interval shortened. Prolonging the post ventricular atrial refractory period was recommended. The patient condition is stable before, during, and after the event.